Event description:
Medtronic received information that an axium coil failed to detach and then detached prematurely. The axium was selected for the first coil, and it was smoothly pushed to the microcatheter until the aneurysm was detached normally, but the detachment point was broken when the proximal detachment point was detached. But when the spring coil push rod was withdrawn, it was found that the withdrawal tension was very large, and the surgeon pushed and withdrew many times and the tension remained unchanged. The surgeon finally gave up the detachment and withdrew the coil in vitro, and the coil fell off when the microcatheter was withdrawn. The coil was replaced, and it was smoothly pushed to the microcatheter until the aneurysm was detached normally. Another was selected for the third coil, and it was smoothly pushed to the microcatheter until the aneurysm was detached normally and the surgery was completed, and the patient had no abnormality. The patient was being treated for a ruptured aneurysm in the anterior communicating artery. The max diameter was 4mm and the neck diameter was 2mm. No symptoms were reported.  Ancillary devices: cordis8f guide catheter, stryker synchro-14 guide wire, echelon-10 microcatheter.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: as found condition (condition of returned device): an axium prime coil was returned within a shipping box and within a sealed biohazard pouch. Visual inspection/damage location details: the axium prime coil was returned without the introducer sheath. The axium prime pushwire was found to be broken at load indicator with release wire extending from broken end. This is indicative that a manual detachment was attempted at this location. The coin was found not against the lumen stop. The shield coil was found to be stretched with the implant coil already detached. No other anomalies were observed. Testing/analysis (including sem reports): the distal outer jacket was removed, in order to gain access to the coin. The lumen stop was found to be damaged. The retainer ring was found to be visually in good condition. The coin was found to be damaged. The lumen stop appeared to be occluded and unable to be measured accurately. The retainer ring was found visually acceptable; however, it appeared to be occluded and was unable to be measured accurately. No other anomalies were observed. Conclusion: based on the analysis performed, the customer report of ¿premature detached from non-detachment¿ was confirmed as the axium pushwire was returned with the implant coil already detached from the pusher. The cause for the delayed detachment could not be determined. Since the implant coil and detach element were not returned any contributing factors could not be assessed. Customer reported resistance in catheter which could have contributed to the non-detachment with the release wire and coin while being pulled away from the lumen stop. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the pushwire was broken. Prior to the non-detachment there were no issues, and two manual detachment attempts had been made.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.